Event description:
Technician alleged that the siderail was not staying in the up position. No pt impact.

Manufacturer narrative:
The technician found the siderail end tube was broken. The technician replaced the broken siderail end tube and installed rivets to resolve the issue.